Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that post-procedure an x-ray and CT scan had identified a portion of the access wire that had detached within the patient's carotid artery during the procedure. The clinical staff was not aware of this event during the actual medical procedure, so the foreign body was not externalized from the patient. The patient was educated about this event post procedure and was admitted to the hospital for continuous monitoring.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.